Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: separate from the cornua'), menorrhagia ('menorrhagia'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('spontaneous abortion / miscarriage') in a 33-year-old female patient who had essure (batch no. 653902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multiparous ((B)(6) 2003, (B)(6) 2007, (B)(6) 2009) and elective abortion (2004). Concurrent conditions included palpitations, amenorrhea, breast tenderness, back pain, flank pain, diarrhea, gerd, nausea, epigastric pain, bloating and heartburn. Concomitant products included ethinylestradiol;levonorgestrel (loseasonique) from (B)(6) 2016 to (B)(6) 2018 for mood change, ethinylestradiol;norgestimate (ortho cyclen) from (B)(6) 2018 for vaginal haemorrhage and menorrhagia as well as doxycycline, ibuprofen from (B)(6) 2016 to (B)(6) 2017, omeprazole from (B)(6) 2016 to (B)(6) 2017 and sertraline hydrochloride (zoloft). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), 6 years 6 months after insertion of essure. On (B)(6) 2016, the patient experienced urinary tract infection ("infection ¿ urinary tract infection"), anxiety ("psychological or psychiatric problems - anxiety/mental anguish") and depression ("depression"). In (B)(6) 2016, the patient experienced mood altered ("mood changes"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with bupropion, bupropion hydrochloride (wellbutrin), clarithromycin (macrobid) and surgery (dilation and curettage). At the time of the report, the device dislocation, menorrhagia, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, fatigue, alopecia, mood altered, urinary tract infection, anxiety, depression, weight increased and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, depression, device dislocation, fatigue, menorrhagia, mood altered, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: currently planning for essure removal. Insertion details - right ostia - 4 coils, left ostia - 2 coils discrepancy noted in essure confirmation tests results. According to pfs, d&c was performed as treatment for menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on 05-oct-2016: per pfs. Result: unilateral occlusion (right tube occluded), migration of essure device. Per mr: impression: the left tube does not fill. However, the essure is separate from the cornua. The right tube is occluded. Essure is in place. The uterus is unremarkable.. Pathology test - on (B)(6) 2016: final diagnosis: uterine contents, suction dilatation and curettage: products of conception. Microscopic: histologic sections show immature chorionic villi admixed with implantation site and decidualized endometrium consistent with intrauterine gestational products. No embryonic tissue or molar features are recognized. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migration, depression, fatigue, uti (urinary tract infection), anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: plaintiff fact sheet received. Event" abdominal pain" was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: separate from the cornua'), menorrhagia ('menorrhagia'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('spontaneous abortion / miscarriage') in a (B)(6) female patient who had essure (batch no. 653902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included live birth ((B)(6) 2003, (B)(6) 2007, (B)(6) 2009) and elective abortion (2004). Concurrent conditions included palpitations, amenorrhea, breast tenderness, back pain, flank pain, diarrhea, gerd, nausea, epigastric pain, bloating and heartburn. Concomitant products included ethinylestradiol;levonorgestrel (loseasonique) from (B)(6) 2016 to (B)(6) 2018 for mood change, ethinylestradiol; norgestimate (ortho cyclen) from (B)(6) 2018 to (B)(6) 2018 for vaginal haemorrhage and menorrhagia as well as doxycycline, ibuprofen from (B)(6) 2016 to (B)(6) 2017, omeprazole from (B)(6) 2016 to (B)(6) 2017 and sertraline hydrochloride (zoloft). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), 6 years 6 months after insertion of essure. On (B)(6) 2016, the patient experienced urinary tract infection ("infection ¿ urinary tract infection"), anxiety ("psychological or psychiatric problems - anxiety/mental anguish") and depression ("depression"). In (B)(6) 2016, the patient experienced mood altered ("mood changes"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). The patient was treated with bupropion, bupropion hydrochloride (wellbutrin), clarithromycin (macrobid) and surgery (dilation and curettage). At the time of the report, the device dislocation, menorrhagia, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, fatigue, alopecia, mood altered, urinary tract infection, anxiety, depression and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, anxiety, depression, device dislocation, fatigue, menorrhagia, mood altered, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: currently planning for essure removal. Insertion details: right ostia - 4 coils, left ostia - 2 coils discrepancy noted in essure confirmation tests results. According to pfs, d&c was performed as treatment for menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram on an unknown date: essure device was successfully occluded; on (B)(6) 2016: per pfs. Result: unilateral occlusion (right tube occluded), migration of essure device. Per mr impression: the left tube does not fill. However, the essure is separate from the cornua. The right tube is occluded. Essure is in place. The uterus is unremarkable. Pathology test: on (B)(6) 2016: final diagnosis: uterine contents, suction dilatation and curettage: products of conception. Microscopic: histologic sections show immature chorionic villi admixed with implantation site and decidualized endometrium consistent with intrauterine gestational products. No embryonic tissue or molar features are recognized. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migration, depression, fatigue, uti, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical records received: lot no. Added (653902). New events: "abnormal bleeding (vaginal, menorrhagia), fatigue, hair loss, mood changes, infection ¿ urinary tract infection, migration of essure device: separate from the cornua, pelvic pain, pregnancy, miscarriage, psychological or psychiatric problems ¿ anxiety, depression & mental anguish and weight gain" were added. Reporter's information, patient demography, medical history, concomitant condition, lab data, concomitant drugs, treatment drugs were added. Case is now incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: separate from the cornua'), menorrhagia ('menorrhagia'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('spontaneous abortion / miscarriage') in a 33-year-old female patient who had essure (batch no. 653902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multiparous ((B)(6) 2003, (B)(6) 2007, (B)(6) 2009) and elective abortion (2004). Concurrent conditions included palpitations, amenorrhea, breast tenderness, back pain, flank pain, diarrhea, gerd, nausea, epigastric pain, bloating and heartburn. Concomitant products included ethinylestradiol;levonorgestrel (loseasonique) from (B)(6) 2016 to (B)(6) 2018 for mood change, ethinylestradiol;norgestimate (ortho cyclen) from (B)(6) 2018 to (B)(6) 2018 for vaginal haemorrhage and menorrhagia as well as doxycycline, ibuprofen from (B)(6) 2016 to (B)(6) 2017, omeprazole from (B)(6) 2016 to (B)(6) 2017 and sertraline hydrochloride (zoloft). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), 6 years 6 months after insertion of essure. On (B)(6) 2016, the patient experienced urinary tract infection ("infection ¿ urinary tract infection"), anxiety ("psychological or psychiatric problems - anxiety/mental anguish") and depression ("depression"). In (B)(6) 2016, the patient experienced mood altered ("mood changes"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). The patient was treated with bupropion, bupropion hydrochloride (wellbutrin), clarithromycin (macrobid) and surgery (dilation and curettage). At the time of the report, the device dislocation, menorrhagia, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, fatigue, alopecia, mood altered, urinary tract infection, anxiety, depression and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, anxiety, depression, device dislocation, fatigue, menorrhagia, mood altered, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: currently planning for essure removal. Insertion details - right ostia - 4 coils, left ostia - 2 coils discrepancy noted in essure confirmation tests results. According to pfs, d&c was performed as treatment for menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2016: per pfs result: unilateral occlusion (right tube occluded), migration of essure device. Per mr impression: the left tube does not fill. However, the essure is separate from the cornua. The right tube is occluded. Essure is in place. The uterus is unremarkable.. Pathology test - on (B)(6) 2016: final diagnosis: uterine contents, suction dilatation and curettage: products of conception. Microscopic: histologic sections show immature chorionic villi admixed with implantation site and decidualized endometrium consistent with intrauterine gestational products. No embryonic tissue or molar features are recognized.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migration, depression, fatigue, uti, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.